Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button was under responsive. It was noted that the audio bolus button cover was missing/ peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the bolus button cover detached/missing. Unable to test bolus button due cover is missing. Bolus button leak. Found moisture corrosion only on bolus button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.